Manufacturer narrative:
Batch review performed on 16 february 2026. Gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot 2116015: (B)(4) items manufactured and released on 07-march-2022. Expiration date: 2027-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0005r gmk-sphere femoral component cemented - 5r (k121416) lot 2117575: (B)(4) items manufactured and released on 15-feb-2022. Expiration date: 2027-02-06. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0512fr gmk-sphere tibial insert - flex s5r - 12 mm (k121416) lot 2011064: (B)(4) items manufactured and released on 15-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the development of stiffness of the joint is a rather commonly described possible complication following tka and there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years 7 months after the primary, the patient came in presenting tightness and the cause is unknown. The surgeon revised femoral component, tibial tray and insert (size 5 to size 4). The surgery was completed successfully.